Event description:
Pt's attorney reported that pt allegedly "suffered damages sustained as a result of the use of a defective bard kugel hernia patch".

Manufacturer narrative:
The subject product has not been returned us to date. However, we are in the process of trying to get the subject product returned to us for evaluation. As a result, no conclusion can be drawn at this time. A follow up report will be submitted when, if, subject product is returned to us for evaluation.